Manufacturer narrative:
The end user's wife called on behalf of her husband regarding an unrelated concern that did not contribute to the alleged injury. While speaking to her, it was mentioned that the end user has a history of obtaining pressure sores which is why he was given a roho cushion. She states the roho cushion was used for about 2-3 months before the second sore was noticed. Prior to receiving a roho, the patient had been seeing a general surgeon and multiple attempts were made to debride unrelated wounds. These attempts were not effective, and the originating wound was just getting bigger. She mentioned that when the roho cushion was received the end user was sitting on top of the cushion, not immersed. They saw a seating specialist that advised them that they were using the cushion inappropriately and educated them on the proper way to set-up the cushion for operation. At some point while using the cushion, the patient developed a second pressure sore. The wife believes that this was due to the heat being trapped under her husband's bottom while using the roho cushion. A replacement cushion was sent to the caller and a return label was given so that the cushion of concern could be evaluated. However, the product has not been returned yet, so an evaluation could not be conducted at this time. Subsequent check-ins with the caller have all returned positive progress notes. The end user had a routine check-up with his physician where he was instructed to continue hyperbaric treatment paired with getting off his roho cushion and resting throughout the day. At the time of reporting, the end user had no hospitalizations and was not required to seek additional medical attention outside of what was already scheduled. Case is being reported as a precaution due to the allegation of an injury. Although an alleged injury is reported, no medical documents have been submitted for confirmation. If additional information is presented by the evaluation of returned product or additional contact with the end user, a follow up report will be submitted.

Event description:
A call was received from the end user's wife stating that he had a pressure sore. She stated that he has trouble with sores, but that this one is much worse. She states that the cushions functionality was as expected, but it retains heat and she believes this is what caused his pressure sores to worsen. The end user lives in a hot and humid climate and he is usually seated for 15-18 hours per day.